Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17725. It was reported that the patient presented via remote transmission. The patient said they were symptomatic but did not specify their symptoms. Review of transcripts revealed that the atrai lead was oversensing noise that caused inappropriate mode switches. Th right ventricular lead was failing to capture. No intervention was made or planed.